Manufacturer narrative:
Care giver was transferring a patient to a chair and the lift tipped. The boom hit the resident in the head which caused the bruising around the eye and a mild concussion.

Event description:
A care giver was transferring a patient to a chair and the lift tipped.

Event description:
A care giver was tranferring a patient to a chair and the lift tipped.

Manufacturer narrative:
Not enough information to investigate the incident. Root cause could not be determined nad no corrective action initiated.